Event description:
It was reported that during the deployment attempt, the stent jumped forward and was deployed partially in the aorta. Reportedly, the stent shifted forward due to tortuosity and calcification and did not cover the entire lesion. Another stent was placed to cover the lesion.